Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was repositioned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead dislodged. It was also reported that during the lead revision, the physician stated the lead have been twisted multiple times, stating the patient is a "twiddler". The physician also looked at fluroscopy and noticed the right atrial (ra) lead lead had no slack and upon interrogation the ra sensing was low. Both leads were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 407652 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4)